Event description:
It was reported that balloon rupture occurred. The 75% target lesion was located in the mildly tortuous and mildly calcified common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body without any residual substances. The procedure as completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 75% target lesion was located in the mildly tortuous and mildly calcified common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body without any residual substances. The procedure as completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. A visual examination identified a that the balloon material had torn circumferentially almost completely at the distal markerband and this extended proximally in a longitudinal tear for approximately 25mm. A visual and microscopic examination was performed on both sections of balloon material and no other issues were identified. A visual and tactile examination of the shaft identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the tip and markerbands identified no issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.